Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up with phrenic nerve stimulation. Backup vvi was observed. A device restoration was performed successfully. The patient condition is stable and will continue with regular follow-up.